Event description:
It was reported that stent damage occurred. The target lesion was located in a non calcified unspecified vessel. A 3.00mm x 28mm promus element¿ plus stent was advanced but was unable to cross the target lesion after several attempts. When the device was removed from the patient, it was noted that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).